Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 5 years following the implant of this 31mm transcatheter bioprosthetic valve, aortic stenosis (as) was reported. The gradient had increased over time and was observed to be 45 mmhg. 5 years and 11 months following the implant of the valve, a 29mm transcatheter bioprosthetic valve was implanted valve-in-valve and the gradient was successfully reduced to 20 mmhg. No additional adverse patient effects were reported.